Manufacturer narrative:
(B)(4): it was reported that the device was experiencing power issues and emitting a humming sound. The complaint is still under investigation. A follow-up report will be submitted.

Event description:
It was reported that the device was experiencing power issues and emitting a humming sound.